Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom door latch issue as a door not fully latched alarm, cause by a missing upper link switch. The upper auxiliary assembly, which contains the missing link switch, was replaced.

Event description:
It was reported a spectrum pump had an issue with the door latch. It was also reported that there was no pt injury.